Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer changed out the pump supplies and was able to resume insulin delivery. Customer had elevated blood glucose (bg) levels. Customer did not provide a bg level. Customer changed the infusion site and set a temporary rate of 250% to address elevated bg levels.